Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with unspecified juvéderm and noted ¿poor injection experience, being injected in the wrong spot, reported the severity being on a scale of ¿9,¿ and reported ¿(B)(6).¿ the patient wanted to be treated with hyaluronidase. The event is ongoing.